Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device cuff was not holding volume/not inflating. The device was checked and inspected and there was an evidence of rupture. It was indicated that emergency re-intubation was performed with same size.